Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and the lead was stretched.

Event description:
It was reported the right atrial (ra) lead had non-physiological noise, oversensing was seen and the lead impedance showed a downward trend since last interrogation. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.